Event description:
It was reported that the patient was not feeling the treatment from using the icon 1540 handpiece.

Manufacturer narrative:
Site confirmed there was no patient injury involved. Technician found the handpiece inoperable as it was delivering energy too low and unable to calibrate. Due to the energy operating out of the specification range, this event is an aro (accidental radiation occurrence) and therefore reportable.